Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 345 was not reproduced and the device was found to function as intended. A review of the event history log revealed multiple events of system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The upstream sensor was replaced per procedure. Should additional relevant information become available, a supplemental report will be submitted.